Event description:
The customer reported, the system intermittently shuts down on its own. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor and a power supply. System operates as intended. (B) (4).